Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable at the time of sample testing. When reviewing the message log, siemens observed an event that demonstrated a clog in the dilution probe. Hence, the dilution arm was inspected, cleaned, aligned, and primed. Then, autocheck was performed, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse cleaned and aligned all probes and ran auto-check and qc, which recovered acceptably. The cause of the falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s) as the result did not match the patient¿s previous result. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the initial result, matched with the patient¿s history and was considered correct. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00186 on 19-aug-2024. Additional information (19-aug-2024): siemens further evaluated the event and concluded that the dilution arm potentially contributed to the event. The service activities described in the initial report returned the instrument to normal operations. The component code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.